Event description:
A 62 y.o. Female who had right breast cancer with reconstruction/breast implant done in 1989 at an unknown facility. According to the february of 1996 which showed the implant to be leaking. Physical exam revealed noticeable capsular contracture and breast asymmetry. On 5/16/96, she was taken to surgery for removal of the implant. There was evidence of silicone bleed in the periprosthetic capsule in the form of some small silicone granulomas.